Manufacturer narrative:
(B)(4). Jaws.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips were applied to the cystic duct, clips twisted not joining. The clips that did join then slipped off. Another device was used to complete the procedure. There were no adverse consequences for the patient.